Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12i27059, h12j30078, h12g27079, h12h31095, h12j11037, h12i27059 and h12k09112 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient was discharged from the hospital. On an unreported date, the patient experienced pancreatitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome of the pancreatitis was not reported. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.